Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 2.3. Lab: 4.8. On (B)(6) 2011, patient presented with severe bruising. On (B)(6) 2011, patient's coumadin was stopped for the day.

Manufacturer narrative:
Investigation pending.